Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to feedback and retention issues. The patient was reimplanted with a transcutaneous osia implant system during the same surgery.